Manufacturer narrative:
Based on available information, the instrument was moved a day before. Customer cleaned up the leak and indicated that the leak has stopped. Customer could not identify the source of the leak. A field service engineer (fse) called the customer twice and was told there is no a leak and they are running fine. The fse had the customer to check under the instrument to verify that there is no leak. Service was not dispatched for this event. Root cause is unknown.

Event description:
A customer contacted beckman coulter inc., (bci), reporting a hydro smart error and a leak from the hydro area on unicel dxc 600 pro synchron clinical system. No injury has been reported in connection with this event.